Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; the weight the device within specification, deformation, crease fold, wear abrasion, cloudy and yellow particles on the shell. After autoclave cycle was observed: voids. Based on the device analysis the final assessment is: no were observed openings on the device.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "possible capsule tear/implant rupture" and removal "due to the patient¿s concern with the product¿. Device remains implanted.